Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending. A supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during a patient's treatment. The nurse replaced the saline bag and continued the patient's treatment. Patient completed treatment on the same machine. The patient had no adverse effects and no medical intervention was required. A field service tech replaced the high flow regulator and machine was returned to service.